Event description:
As reported by an edwards ecuador affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 transcatheter heart valve, the valve was advanced for deployment. The valve expansion was configured at -1cc to achieve a conservative 6% oversizing considering the patient's anatomy. The patient remained hemodynamically stable post-implantation, but subsequently developed hypotension, which responded to vasopressor support. Vasopressors were later discontinued as the patient's blood pressure stabilized without pharmacologic support. Follow-up imaging suggested a possible annular rupture; however, subsequent imaging did not show the rupture. The patient was transferred to the intensive care unit without vasopressors. A transthoracic echocardiogram confirmed that the valve was functioning appropriately. The patient experienced cardiac arrest 36 hours later and passed away in intensive care, under a do-not-resuscitate order signed by family members in accordance with the patient's wishes.

Manufacturer narrative:
Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the cardiac arrest cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.